Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 77-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. A red alarm of ¿impella in ventricle¿ occurred during removal of peel away and immediately resolved with no issues or interruptions of patient care.

Manufacturer narrative:
The investigation into the reported positioning issue has been completed since the original report was filed. Complaint device not returned for investigation. Lt log reviewed and showed the impella position in ventricle alarm occurred at the beginning of the case. The cause of the positioning issue alarm most likely was use related due to improper technique as immediately resolved with no issues or interruptions of patient care.